Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The lead could not pass through the atrial septum. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).